Event description:
Additional information was received from the patients mother that the patient is having more than 30 gtc seizures a day that she believes is being caused by the vns. The mother noted that this started ever since the patient was in a car wreck where she believes the generator was damaged. The mother noted that the device was programmed off in november, due to the device malfunctioning and around that time the magnet was used during a seizure which she believes caused the patient to die. The mother continued that this occurred at a hospital and the staff had to do chest compressions to resuscitate the patient. The mother continued that the device appears to be going off constantly, as the patient is having voice alterations. The patient later reported and noted that the patients baseline seizure rate is 1-9 seizures/day. The patients mother continued that the device was noted to be turned off, but the patient can feel the stimulation for 12 hours/day. The physician's office reported that the last time the patient was seen was on (B)(6) 2019 and no indication was given that the patient had "died" due to a magnet swipe or had at any point had something of the sort happen.

Event description:
Patient felt that their vns was causing them seizures. The patients generator was interrogated and the patient was noted to not have a seizure up interrogation. Diagnostics were then run and the patients arms began to shake. The physician felt that the patient was having non-epileptic events and referred the patient to have an veeg. The patient insisted to have their vns programmed off and the physician agreed. The veeg results have not been received by the manufacturer to date. No other relevant information has been received to date.